Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular, apex (rva) lead exhibited low pacing impedance. The physician capped and replaced the lead on 04 nov 2020. The patient was in stable condition.